Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient connecting to an incomplete prime is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during initial drain on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that they had connected to the patient line before it was fully primed. The technical service representative (tsr) assisted the patient in clearing the alarm. The tsr reviewed proper procedures with the patient and advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.